Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Damaging the inside of mouth [mouth injury]. The part holding the bristles on the brush head has worked loose, in some cases damaging the inside of mouth whilst cleaning teeth [injury associated with device]. The part holding the bristles on the brush head has worked loose / brush head has come off in mouth whilst cleaning teeth / brush heads faulty [device breakage]. Case description: a female consumer of unspecified age reported via e-mail on (B)(6) 2016 that she purchased a pack of 4 oral-b power oral care refills precision clean, and out of the pack of 4, 3 brush heads had been faulty. She described that within one month of use, the part holding the bristles on the brush head had worked loose, and in some cases damaging the inside of her mouth while she was cleaning her teeth with an oral-b rechargeable toothbrush, version unknown. She also stated that in 2 instances, the brush head had actually come off in her mouth while she was cleaning her teeth. She expected that the brush heads would have lasted more than four weeks. She noted that she had used braun products for several years, not just electric toothbrushes, and had been more than happy with the products. The case outcome was unknown. No further information was provided. On (B)(6) 2016 received follow-up e-mail from consumer: the consumer stated that she changed her brush heads every 8/12 weeks, and it had never been dropped. No further information was provided.